Event description:
It was reported that the device failed to operate on ac or dc power. There were no reports of patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on ac or battery power. Physio replaced the power pcb and system/memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies and determined the root cause for the malfunction to be heat damage around the fl202 component on the system pcb surface of the system/memory pcb assembly. Furthermore, the above failure shorted open several fuses and damaged the f2 fuse holder on the power pcb.